Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (0.5mg/ml at 0.02402 mg/day) via an implanted pump. The indication for use was non-malignant pain. The patient's medical history included a spinal fusion (5 years ago). It was reported that the patient had been debilitated with pain for a long time prior to the pump implant. The patient wanted to get off pain medication and was not eligible for any other surgeries, so the pump was implanted. On (B)(6) 2015 it was reported that the patient had sudden onset diarrhea (severe and real urgent) several times during the day and night. The patient began experiencing the diarrhea several days to one week after the device implant procedure. The patient did not want to get dehydrated and was worried that that could occur. The patient was wondering if the diarrhea could be a side effect of the drug because she knew that constipation was a side effect. The patient had a gradual onset of bloating which per the patient felt like fluid. A few days later, the patient had abdominal fluid accumulation. The patient's doctor was aware. On (B)(6) 2015, the staples were removed and the doctor did not want to drain the fluid off. The patient was to return to the doctor on (B)(6) 2015 and they would decide the next steps. It was discussed that they could put a binder around the patient's abdomen on that date. On (B)(6) 2015, the intrathecal dose was increased 10% to 0.02643mg/day. On (B)(6) 2015 the patient called the doctor's office for an unrelated issue and was told that the intrathecal dose could be lowered, but the patient did not want that because she was just starting to get relief from the drug in the pump. The doctor did not want to increase the intrathecal dose because the patient was still having issues. Per the patient, this was the first time in over a year (since (B)(6) 2014) that she had had very little pain relief. On (B)(6) 2015, additional information was received from a healthcare provider via product surveillance registry and it was reported that on (B)(6) 2015, examination noted clear drainage from the lumbar incision. The patient denied headaches or fever. On (B)(6) 2015, surgical observation noted a csf (cerebrospinal fluid) leak. There were no problems or damage noted to the catheter itself. The csf leak was repaired. Three purse-string sutures were place around the catheter near the entry to the spinal canal. On (B)(6) 2015, examination found that the lumbar incision was healing well. The wound edges were well approximated and there was no erythema, drainage, or tenderness noted. The event outcome was noted as resolved without sequelae with a resolved date of (B)(6) 2015. The event was noted to be unlikely related the device or therapy; it was noted to be related to the implant procedure.